Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: ( B)(6), inratio: 6.8, lab: 4.0; date: (B)(6), inratio: 1.8, lab: 3.7. Inratio meter and lab tests were done 1 hour apart. Pt self tester has lost over 60 pounds over the last year. Pt's diet has gradually changed and is still eating small, controlled amounts of vitamin k rich foods.

Manufacturer narrative:
Investigation pending.